Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display was cracked and therefore it was replaced. Analysis also found the upper and lower cases, ring cover and lead flex cover broken, both bail covers, the ring and both bails missing and the keyboard scratched. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a cracked liquid crystal display (lcd). The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator had a cracked liquid crystal display (lcd). The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.